Event description:
It was reported that an unspecified cartridge alarm occurred. The customer's blood glucose ranged from 101-107 mg/dl. Reportedly, multiple cartridge changes were performed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.